Event description:
It was reported that an ilet user experienced sustained hyperglycemia with blood glucose readings above 200 mg/dl, peaking at 245 mg/dl, after running out of insulin overnight for approximately six hours until the insulin cartridge was replaced in the morning; alarms for low and change insulin were recorded, the meal announcement for breakfast was made, and the device showed no occlusion or technical malfunction with glucose then trending down to 187 mg/dl. Symptoms included elevated blood glucose. Outcomes included no reported injury, hospitalization, or long-term impairment. Investigation included review of alarm history, verification of cartridge replacement, confirmation of proper pump function, and troubleshooting with user education. Investigation of this case revealed depletion of insulin supply as the proximate cause with no device malfunction identified. It was concluded that the device functioned as designed and that the event was related to running out of insulin rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.